Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer was robbed and the device was stolen. Customer's blood glucose was over 500 mg/dl. Customer was not wearing the device at time of hospitalization. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.